Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead and right ventricular lead exhibited episodes of noise. No intervention was performed. Patient condition is unknown.